Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer reporting the v60 ventilator alarmed with a ovp circuit failure. The device was in clinical use. There was no report of patient harm.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16662.

Manufacturer narrative:
H10: the issue was confirmed and determined to be due to a failed motor controller (mc) pcba. The board was replaced. The device was operational after repairs were completed and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected data: upon a follow-up inquiry, a philips authorized service provider (asp) reported the issue occurred during pre-use testing and there was no patient involvement.